Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they were constipated and was wetting themselves and having to wear a pad and that they therapy was not helping right now. Patient also mentioned that they tried to adjust the stimulation and it was painful in their "butt-hole" and they turn it down but it was still painful. Patient further reported that they had a fall and changed to program 4 and stated that the stimulation was shooting more up their back and around their backside but they were able to adjust stimulation to a more comfortable for them. No further complications were noted or anticipated.